Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not have atrial capture threshold data available at the next day check after ipg system implant. The ipg remains in use. No patient complications have been reported as a result of this event.